Event description:
The pt reportedly experienced intermittencies followed by a loss of lock. External equipment was exchanged. However, this did not resolve the problem. The pt's device has been explanted. The pt was reimplanted with another advanced bionics cochlear device.